Event description:
Discordant advia 1650 sodium and chloride results were obtained on patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site, though resolved the issue over the phone with the customer. The customer recalibrated the ise's, reconditioned the sodium electrode and ran precision with acceptable results. The instrument is performing within specifications. No further evaluation of the device is required.